Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is september 16, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted following removal of a transvenous system due to infection unrelated to any boston scientific product, presented with erosion and infection approximately one month post-implant. No other adverse effects were reported. The patient was originally scheduled for a system revision, however general wound infection care has reportedly been sufficient in healing the site. At this time, the revision has been cancelled and no other adverse effects were reported.